Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet and treated a low glucose episode with approximately 32 grams of oral carbohydrates (juice and crackers), after which a hyperglycemic excursion occurred. The lowest continuous glucose monitor (cgm) value was 39 mg/dl for about 2.5 hours, and the highest cgm value was 223 mg/dl for about 1 hour. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient impact on daily activities without hospitalization. Investigation included troubleshooting and education regarding appropriate hypoglycemia treatment. Investigation of this case revealed that the user was overtreating hypoglycemia, which led to rebound hyperglycemia; no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that user technique and carbohydrate overtreatment were the likely causes.